Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced bent cannula issue due to which she experienced high blood glucose level, which she self-treated with multiple dose injection and bolus through pump. The patient went to the emergency room with blood glucose level at 844 mg/dl and high level of ketones. She received insulin drip as corrective treatment. Her condition was better and blood glucose level was around 250 mg/dl when she left the emergency room. Subsequently, the patient was hospitalized where she received insulin drip and fluids as corrective treatment, which resolved the issue. The infusion set had been in use for less than a day. There was no permanent damage to the patient and the patient was released from the hospital after six days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.